Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the cartridge would not "snap" into the pump. Pump did detect the cartridge and pump therapy was resumed. Blood glucose was not impacted.